Event description:
It was reported the patient was at the clinic with signs and symptoms of withdrawal and increased pain. A pump motor stall occurred on (B) (6) 2010 and recovered on (B) (6) 2010. The patient had not heard any alarms. It was noted that the patient had an MRI on (B) (6) 2010 and did not go back to get the pump interrogated. Telemetry state was discussed, and it was noted that the pump was actually functioning. The patient still complained of increased pain. It was noted that the patient had trouble prior to this event. Volumes were checked and were intact. It was noted that the patient had heard the alarm the day before the report a couple of times, but nothing that day. The patient was going to be monitored. It was noted that the patient had other medication issues that may be going on. Event logs noted an additional motor stalls on (B) (6) 2010 that recovered after 31 minutes and on (B) (6) 2010 that recovered after 45 minutes. The pump contained a mixture of fentanyl and bupivacaine at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).